Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was 529 mg/dl and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009979, in question was manufactured at the reynosa site. The lot 6009979 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 15/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4k02989 was manufactured according to the work instruction (wi) version 65 and manufactured in the sc05, and sc06 on 13-nov-2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4k05789 was manufactured according to the work instruction (wi) version 34 welding in the machine ls24, and ls25, on 13/nov/2024, with a total of (B)(4) units. The lot 4k02964 was manufactured according to the work instruction (wi) version 34 welding in the machine ls06, and ls07, on 14/nov/2024, with a total of (B)(4) units. The lot 4l03190 was manufactured according to the work instruction (wi) version 34 welding in the machine ls24, and ls25, on 15/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4k05303 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 03, on 29/oct/2024, with a total of (B)(4) units. The lot 4k02900 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 03, on 24/oct/2024, with a total of (B)(4) units. The lot 4k05519 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 03, on 14/nov/2024, with a total of (B)(4) units. The lot 4k05776 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 03, on 14/nov/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.